Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge following a non-device related surgery. Troubleshooting attempts were unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.